Event description:
It was reported the patient missed a refill and was experiencing withdrawal symptoms. The patient was at a different hospital than the reporter who suspects the reservoir has been dry for approximately 32 days. The patient was scheduled for a refill the say of the call. No specific symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the event was not attributed to the device. The patient experienced cognitive symptoms (unspecified). The drug used in the pump is morphine 10 mg/ml at a dose of 2 mg/day. No other injury was reported. The device was explanted on (B)(6) 2008.

Manufacturer narrative:
Product ID: 8578, lot# n112601, implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: accessory; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: catheter; product ID: 8840, serial# unknown, product type: programmer, physician. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
Additional information later received reported per the patient, the system was infected and removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was sent to a health care provider¿s (hcp) office for an infection along the incision. The pump was to be removed. After the pump had run dry, the patient was admitted to a hospital. There was a question of alcohol use and it was stated that the patient had alcohol in his system. The patient was prescribed oxycodone for pain control. It was explained to the patient that his pump would need to be placed through a regimen of clearing the old morphine as well as diluting the internal reservoir and the subsequent dispensing chamber in an attempt to monitor whether the pump is accurate and functional. The patient had also complained of his wound draining. The patient had been putting antibiotic ointment on his wound but it had still been draining yellow exudate. It was noted that patient had not followed up with the hcp and had just forgot to come. The patient had a pain severity rating of 6 out of 10. There was an open lesion approximately 1cm in diameter which was yellow at the base. There was also some surrounding erythema. A follow-up report will be submitted if more information becomes available.